Event description:
On an unknown date, it was identified that two sequoia closure tops were backing out of a l5-s1 construct. The pt underwent revision surgery, where the two closure tops were replaced. Additional information received from sales representative, in 2010. Approximately 3-6 months ago, the pt underwent a primary fusion surgery with a sequoia construct that included l5-s1. On an unknown date, the pt presented with back pain and x-ray confirmed that a set screw was backing out of the construct. Revision surgery was performed, and the surgeon removed the set screw and replaced it without incident. During the procedure, the surgeon noted that the set screw on the other side was backing out and replaced that screw as well. The remainder of the construct was left in tact. There had been no trauma to the pt.

Manufacturer narrative:
Date of original implantation is unknown but approximately 3-6 months ago. Requests have been made for return of product. Device manufacture date is unknown.